Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73e1700248 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was broken during usage on the patient for ligating cystic duct when performing laparoscopic cholecystectomy. It was found immediately and the was taken out. Then changing a new one to complete the treatment. Involved 1 cartridge. There was no harm caused to the patient. This case has been reported as a serious ae to cfda (nmpa)by the hospital.

Manufacturer narrative:
Qn#(B)(4). After an additional medical review, a determination was made to re-classify the report as a malfunction. Report number (B)(4) outcome is changed to malfunction.